Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not calibrate correctly and that the screen was off alignment. It was noted that the stylus tip and cursor did not align on all areas of the screen and calibration did not resolve the issue. All found defective parts were replaced. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not calibrate correctly and it was noted that the upper right corner of the screen was off alignment. There was no patient involvement.